Event description:
"Loosening foot. Is not fixed" was stated on customer repair order. On follow up, it was reported that "the reported that "the foot of the tube was detached and moved in spite of tightening the screw during the craniotomy.as a result, the dura was torn and the surgeon had to use gegery saw instead of power drill to complete the surgery".